Event description:
A blood leak occurred with one pt after start of hemodialysis treatment. The leak was observed with leak detector. The blood loss volume was 200ml. The dialyzer was at 5th reuse. The pt was well and no medical treatments were given.